Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the breath delivery (bd)central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during testing a, 840 ventilator generated an error codes. There was no patient involvement at the time of the event.